Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 503 mg/dl. The customer reported blood glucose levels have been high and wants to check to see if the insulin pump is working properly. The customer reported symptoms of dehydration. The customer treated for the high blood glucose levels with a bolus from the insulin pump and manual injections. The blood glucose level dropped to 299 before going to bed. The customer¿s current blood glucose level is 317 mg/dl. The customer did troubleshoot the and found the infusion set cannula bent. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.